Manufacturer narrative:
Depuy synthes spine has requested return of the driver for evaluation. A follow up report will be filed upon receipt of the instrument and completion of the investigation.

Manufacturer narrative:
Visual inspection found the distal tip had broken off from the instrument. Review of the device history record found no discrepancies. Although no definitive conclusions can be made, results of scanning electron microscopy analysis indicated that the breakage likely occurred due to high torsional shear loads. It was noted that (B)(4) had a significantly higher complaint rate versus the u.s. And ous which suggested that the (B)(4) complaint rate was driven by a technique related issue. A multi-function team determined that further investigation of the (B)(6) market was necessary. A CAPA would be opened to document these activities. At this time, the complaint is considered to be closed.

Event description:
International affiliate reports examination of returned loan kit found the tip of the driver had broken off of the instrument. It is not known when or where tip breakage occurred.